Manufacturer narrative:
Pump was received with blank display due to battery tube was pushed down. Unable to verify charge/battery lasts less than expected due to blank display. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Event description:
Information received by medtronic indicated that the insulin pump had insert battery alert. The customer stated that insulin pump was dropped and had a crack. No harm requiring medical intervention was reported. The insulin pump was be returned for analysis.